Event description:
It was reported that during an a-fib procedure, towards the end of the case, the patient's blood pressure dropped and intracardiac echo showed a pericardial effusion. Pericardiocentesis was performed and approximately 500 cc of fluid was drained. The patient was stable at the time of the event and under observation. The reporter stated that per the physician, there was no steam pop and no rise in impedance, also it was mentioned that the bwi equipment was not the cause of the pericardial effusion.

Manufacturer narrative:
Product analysis was not performed since the product was not returned to bwi for investigation. DHR could not be reviewed since lot # was not provided by the customer. Concomitant products: carto 3 system us: catalog #: fg540000, serial #: (B)(4). Stockert 70 system: us catalog #: s7001, serial #: (B)(4). Cool flow pump: us catalog #: cfp002, serial #: (B)(4). Lasso nav variable eco split: us catalog #: d134302, lot #: unknown. (B)(4).